Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller alleged that the insulin cartridge leaked insulin into the cartridge compartment of the infusion device, which resulted in hyperglycemia. The customer experienced elevated blood glucose results of 300-400 mg/dl and was admitted into the hospital. While in the hospital, it was observed that the insulin compartment was wet with insulin. The customer changed the pump accessories which resolved the issue. It is unknown what type of medical treatment the customer received. At the time of the report, the customer stated that he had been in the hospital for 1 week. It is unknown when the customer was discharged from the hospital.